Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose due to bent cannula. Customer stated they was not getting delivery and had kinked tubing. Customer stated insulin leaking from the infusion site. The device will not be returned for analysis.